Manufacturer narrative:
Concomitant medical product: 310c33 tissue valve implanted: (B)(6) 2014; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that due to the twos the patient experienced a loss of cardiac resynchronization therapy and became symptomatic. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.